Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During device repair at philips the repair technician found that the device would not power up on battery power, but could power up on ac power. There was no patient involvement.